Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stacked insulin when delivering correction boluses which decreased blood glucose (bg) level from 58 mg/dl to 49 mg/dl. Food and juice was consumed to treat bg level. Review of the pump data logs by tandem technical support verified that the customer overrode the recommended bolus amount. During a follow-up call, bg level had increased to 93 mg/dl.